Event description:
Pt was lying on couch with feet on a heating pad. Approximately 15 mins after the pad was turned on it ignited into a shower of sparks, fire and noxious fumes and smoke. This event caused a second degree burn to left little toe, burn damage to the couch, cover and child's sleeping bag. Item was purchased in 5/00.